Event description:
The customer's father reported that the insulin pump had audio/beep anomaly, customer stated there was missing sound. Checked the history and it was fine. Performed self test and it did not pass, insulin pump was missing sound and alarm signal. The insulin pump would be replaced. No further information provided.

Manufacturer narrative:
No audio/beep on alarms due to broken transducer wire.(black)cracked display window corners, cracked reservoir tube lip.